Event description:
It was reported that during a coronary stent procedure, stent damage occurred. The target lesion was located in the rca. The physician attemted to advance the express2 monorail 3.5x28mm stent/delivery system, however, he was unable to cross the proximal rca. Upon removal, damage to the stent was noted. No patient complications were reported.